Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air/water channel. In addition, our technician confirmed that the cmos module with drive pcb cloudy (not clear view), the insertion flexible tube buckled, the air/water nozzle clogged, the remote control buttons cut, the body cover grip scratched, the brand plate worn out, the segment hooking, the air/water socket chipped/cut o-ring, and the segment partial cut or partial disconnection of steel braid; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0630 (air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.